Event description:
It was reported that the catheter ruptured during onyx injection. No pt injury reported. Same event as MDR# 2029214-2009-00063.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 7.2 cm from the distal tip. The catheter appeared to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Results: other=catheter rupture.